Manufacturer narrative:
(B)(4): if explanted, give date: not applicable - to date, the intraocular lens remains implanted.to date, the intraocular lens remains implanted.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
A patient contacted abbott medical optics about his tecnis intraocular lens (iol). Patient stated that the lens was put in his left eye and he is now having a halo effect at night, only. He went to the doctor and they gave him drops but he said it made things darker. He would like to know if we can provide any information on anti-reflection glasses and if they would help with the halo. Patient stated his lens was implanted (B)(6) 2012. His visual acuity is 20/20. The halos don't bother him except for at night when he drives; they make it difficult to judge distance. There hasn't been significant improvement over the last two years. He had lasik procedure prior to the implant. Patient stated ''this isn't a big deal, it's something I can live with''. Patient asked if we have any information on a possible solution to his problem. The date/onset of the symptoms/date of event were not provided.